Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The instrument was found to have a broken grip cable at the distal end. Common causes of broken instrument conductor wire - bipolar are attributed to when the instrument is moved by the surgeon a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductors wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the force bipolar had a dislodged hinge. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: during the robotic assisted umbilical hernia procedure, three consecutive force bipolar instruments failed. The first occurrence was discovered when the articulating porting of the instrument tore tissue that was being retracted by the instrument. Customer was able to remove the instrument in the usual manner. A second force bipolar instrument of obtained and connected to universal surgical manipulator (usm1) and inserted. Upon insertion, the surgeon manipulated the instrument to check the articulating hinge and observed that the hinge had disarticulated before using the instrument on tissue. Customer had to emergency stop the system and use the instrument release kit (irk) to remove the instrument from the usm and cannula. This was the first use of that instrument. At this point customer requested technical support engineer (tse) to be called and to be sure that intuitive see what was going on in real time. A third force bipolar instrument was obtained and inserted for use. The surgeon grasped tissue, and it was observed that the instrument had disarticulated as the other two had. Unable to release the tissue, customer did an emergency stop of the machine and using the irk attempted to release the tissue and instrument without success. Tse had no further suggestions to remedy the problem. The surgeon had to then pull the tissue from the instrument using the mega needle driver in usm3. Once the tissue was pulled from the instrument, we again attempted to emergency stop the machine and use the irk to remove the instrument for the usm and cannula. At this point, a picture was taken of the instrument¿s articulating jaw caught on the cannula. The surgeon had to remove the instrument by undocking the usm and removing it with the cannula. The surgical tech had to use an instrument to squeeze the articulating portion of the force bipolar to enable it to slip through the trocar. The three instruments were sent to sps for decontamination and return to the operating room.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.